Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the beta bionics ilet user reported, the user contacted support for assistance pairing a dexcom g7 sensor to the ilet device. The user was able to initiate and complete sensor pairing during the call. At the time of connection, the glucose reading was 334 mg/dl. A full supply change was completed, and insulin delivery resumed. By the end of the call, glucose levels had decreased to 314 mg/dl. No symptoms were reported. No medical intervention or outside assistance was required.